Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a visual inspection of the pump revealed that the battery compartment was cracked at the threads. Unrelated to the complaint, investigation revealed that the display was found to be damaged; there were segments missing vertically along the right side of the display screen. The pump was opened and a failed display flex was found. A test display was installed and the display functioned properly.